Event description:
It was reported that a patient experienced cloudy pd effluent which was suspected to be due to peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the event was not reported. On an unreported date, the patient was hospitalized for the event of cloudy pd effluent. Treatment rendered was not reported. It was reported that the patient was suspected to have peritonitis, however, this was not confirmed. The outcome of the event was unknown. The action taken with dianeal therapies was unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). On an unreported date, the patient experienced peritonitis manifested by cloudy peritoneal dialysis effluent. On an unreported date, the patient was hospitalized for the event. Treatment rendered for the event was not reported. At the time of this report, the peritonitis was not resolved and the patient was not recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.